Manufacturer narrative:
DHR review was completed. Part number: 323.360. Synthes lot number: l296940. Release to warehouse date: 06.feb.2017. Manufacturing site: hägendorf. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes affiliate. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the 3.5mm universal drill guide is broken. It was reported the device does not move up and down. No patient involvement was reported. This is report 1 of 1 for (B)(4).